Manufacturer narrative:
This report is submitted on december 23, 2022.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on november 4, 2022, due to poor magnet retention.